Event description:
It was reported that before the surgery, before used on the patient, open the packing and noted the inner packing (sterile packing)was damaged. It affects the sterility of the product. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2022 d4: batch #520a33 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was returned with no apparent damaged. In addition, the package was returned opened along with the reload. Upon visual inspection no issues were observed related to integrity. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damaged was noted on the package. This report is not intended to deny that you experienced a problem with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.